Event description:
Star total ankle replacement talar component was exchanged to correct positioning. The sliding core mobile bearing was also exchanged.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing; model#: 400-140; lot#: 1251138; expiration date: 01/01/2018; device manufacture date: 01/2013. There were no deviations reported in the dhrs either part no. 400-252, lot no. 091204/2258, or part no. 400-140, lot no. 1251138. All released parts were within specification.